Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A failure of the device to power on was observed. The device's system board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator was continuously alarming. The device was not in patient use.